Manufacturer narrative:
This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution.

Event description:
It was reported that the lead was broken and noise was seen in an episode of non-sustained ventricular tachycardia. The lead was in initially taken out of service and later explanted and replaced. During the lead extraction, it was noted that the lead had broke due to subclavian crush. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.